Event description:
Dealer is stating that the left wheellock, is not engaging, but dealer is stating that the right side wheellock is longer where it grabs to the wheel compared to the left side.

Manufacturer narrative:
Follow up to be sent if additional information is received